Event description:
In 2006 the lay user/pt contacted lifescan alleging that his one touch ultrasmart was displaying an error 2 message. The medical affairs specialist spoke with the pt three days later to obtain/verify info. Prior to calling lifescan, the pt had symptoms of dizziness, light-headedness, and thirst, during his class. The pt attempted to test on his meter, but got an error 2 message. He went to his school's health clinic. The nurse tested the pt and got "275 mg/dl" on the clinic's meter, which is abnormal to the pt, since his readings are usually between 80-120 mg/dl. The pt was given 6 or 7 units of novolog and was released in about 35 minutes. The pt continued his medication regimen even though he was unable to test on his meter. The pt also mentioned that his blood sugar levels may be contributed to eating breakfast at school, rather than at home on the day of the incident. The customer care advocate (cca) verified that the test strips were in good condition and the pt was using proper testing/cleaning techniques. The cca was unable to troubleshoot the issue, since the meter, test strips and control solution were not available. The meter, test strips, and control solution were replaced.